Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found within specification and the customer reported issue 'an upper occlusion which was not detected by the pump and the tube looked fully could not be reproduced during evaluation. The reported condition was not verified. Evaluation found the device passing upstream occlusion testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted. During evaluation the device observed delayed keypad response. The cause was identified to be a failed process board which requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not detect an upper occlusion and the tube looked fully suctioned. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.